Event description:
Allegedly the patient had a dislocation on (B)(6) 2015, which lead to a closed reduction and 2 days in the hospital. About 4-5 months later he fell and broke his left fibula. One month ago he heard popping and had pain. He was told plastic insert was worn. He has not been revised.